Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) arrived on site, evaluated the iabp unit and was able to reproduce the reported issue. The iabp was not powering up either on battery or line power. To fix the issue, the fse replaced the solenoid driver board, performed full calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not power up. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.